Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a placement signal not reliable alarm on the supporting automated impella controller (aic). The impella 5.5 was exchanged to resolve the issue.

Manufacturer narrative:
The investigation of optical signal issue has been completed. Optical signal issue: clinical details state that there was a placement signal not reliable (psnr) alarm during priming of the 5.5. The pump was never inserted into the patient. The pump was replaced. Data log review showed no abnormalities with the 5s optical parameters but the ps was out of range right away. The provided logs were cut off and did not show g0 calibration. The pump was returned and evaluated. The pump had no issues with the 5s parameters but it reproduced the psnr alarm and the placement signal (ps) was out of range. The logs from the lab were evaluated and the calibrated g0=0, indicating eeprom corruption. The root cause of the optical signal issue was most likely eeprom corruption since the calibrated g0=0 based on lab data log review but the cause of the corruption is unknown.